Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose to 439 mg/dl while wearing the pod between 5 and 24 hours. The pod's cannula became dislodged from the infusion site (back). The patient's mother reported administering a correction dose of 4 units, followed by an additional 2 units. She also stated that a new pod would be placed once they returned home.